Event description:
It was reported that the left fossa component was fractured and a revision surgery is to be performed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.